Manufacturer narrative:
The complaints of the patient losing stimulation and high impedance have been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead gets kinked after it exits the clik anchor resulting in the reported complaint.

Event description:
A report was received that a patient got into his car and felt his old back pain. The patient was experiencing a loss of pain relief/stimulation. The patient's lead was found to have high impedances on several contacts. The patient underwent a lead replacement procedure. The patient was able to obtain full pain coverage following the procedure.

Event description:
A report was received that a patient got into his car and felt his old back pain. The patient was experiencing a loss of pain relief/stimulation. The patient's lead was found to have high impedances on several contacts. The patient underwent a lead replacement procedure. The patient was able to obtain full pain coverage following the procedure.